Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that readings were over 30.00% off. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.